Event description:
A report was received the patient underwent a revision procedure due to difficulty charging the implant. The physician replaced the patient's ipg and the patient is reportedly doing well following the procedure.